Event description:
Used product (surgical fiber) was returned to the manufacturer with no information regarding the event, reason for the return or failure mode. No additional information is available. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is fractured within the blue jacket at three different locations approximately 2 feet from the connector; there is no signs of melting of the blue jacket at the breaks; the total length of the fiber is 12 feet ¾ inch; the fiber tip does not show signs of usage. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending.